Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed premature battery depletion in the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition is stable.

Manufacturer narrative:
Additional information was requested but not provided.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. Longevity assessment was performed, and device met projected longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, the device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was at the elective replacement indicator (eri) consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.